Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating when the pump was plugged into a charger. Additionally, the customer alleged that the pump intermittently stopped delivering insulin. Blood glucose was in the 130-160 mg/dl range. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.